Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "when crossing a lesion with turnpike, physician noted that the distal tip broke off in coronary at the lesion. He placed a stent where the broken tip was." Additional information: the patient was reported as fine post the procedure with no harm from the incident.

Event description:
It was reported that: "when crossing a lesion with turnpike, physician noted that the distal tip broke off in coronary at the lesion. He placed a stent where the broken tip was." Additional information: the patient was reported as fine post the procedure with no harm from the incident.

Manufacturer narrative:
(B)(4). One-unit of turnpike was returned to teleflex for evaluation. Blood particulates were noted on the unit. Unit was decontaminated and inspected. Approximately less than 0.5 mm of tip separation was confirmed. Tip material was fatigued and twisted. Liner material was exposed. A DHR review was completed for lot 73k2200085. No issues or nonconformities were noted. Case details were reviewed. Approximately less than 0.5 mm of tip separation was confirmed. The remaining tip material left on the shaft was observed to be fatigued and twisted. Liner was exposed. Damages are likely to have occurred during use in the procedure. The IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. As per the additional information received, a small portion of the tip was stuck upon removal. The tip was stented to the side of the vessel. The patient condition is fine. Damages incurred by the turnpike is likely due to operation against resistance against a calcified lesion. Twisted tip material observed on the returned product is indicative of the tip subjected to torque with the material tethered in place. A manufacturing record review was completed for lot 73k2200085 and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error. The der process will continue to monitor for any similar events.